Manufacturer narrative:
Corrected information is provided to correct the FDA component code that was previously submitted. The received scissors sample was found in the opened original packaging including cover foil. The instrument shows surgery residuals and is slightly bent. The instrument was investigated. It was found that the junction between the cannula and the sleeve tube was broken. Therefore, the cannula blocked the forceps and it could not be opened again. Glue residuals were found on the cannula confirming that the tip tube assembly was performed according to the production process. The location of the glue also indicates that the additional glue process based on the sa-0123 was performed as well. Gluing according to sa-0123 was performed since few junctions between cannula and sleeve tube failed in production. It has been demonstrated that an additional gluing process according to sa-0123 fixes the tube stronger in the sleeve tube (see (B)(4)). Why the additional gluing process did not avoid the failure cannot be determined anymore. Nevertheless, a manipulation of the instrument during the surgery, like bending inside of a trocar, can lead to high forces on the junction between the cannula and sleeve tube. It cannot be excluded that such a force was applied to the instrument. Therefore, the root cause of the failure cannot be determined anymore. Gluing the junction between the cannula and sleeve tube is now performed with an improved process. This process was implemented under change (B)(4). The currently valid risk analysis (B)(4) considers the possible risks related to the reported event. With this case, the likelihood of occurrence of the hazard that may cause a patient harm is assessed in the risk management report. The final risk is considered as low. The residual risk remains unchanged and at acceptable level. Future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. The device history record for the affected lot was reviewed. It was discovered that a lot has been reworked. In this work, all instruments of this lot were re-glued, but with no sample yet received, no definite statement can be made about any connection with the case. The sample was released according to acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic scissors tips gradually became unable to open or close during a vitrectomy surgery. Patient impact information is unknown. Additional information received confirmed that there was no impact to the patient.